Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. As one of the events occurred outside of the united states, information regarding a field representative visit was not provided. For the other event, the field service representative found the electrodes were due to be changed and there was an issue with a syringe seal. Further investigation by the manufacturer did not identify a specific root cause for the events. It was noted the repeat results recovered in the opposite direction from the initial results. Typical causes of this type of behavior include any disturbance within the kcl/sipper flow path such as micro bubbles, grounding effects, or partial clogging. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 2 malfunction events where erroneous results were generated by the cobas c501 analyzer. There were three erroneous results for ion selective electrode (ise) sodium, three erroneous results for ion selective electrode (ise) potassium, and two erroneous results for ion selective electrode (ise) chloride for a total of four patients. For one event, the patient ages ranged from 67 to 76 years. The other patients' ages were requested, but were not provided for one event, there were two males. The patients' genders were requested, but were not provided the patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.